Manufacturer narrative:
Updated fields: d9, h2, h4: this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of lines across the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose connection. A definitive root cause could not be identified. Based on the results of the investigation, a likely cause that led to the reported malfunction could not be identified as the reported failure was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device unit had lines across the screen. The issue was found during a during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device unit had lines across the screen. The issue was found during a during set up / inspection for use. There were no reports of patient involvement.